Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 52-year-old patient (gender unknown), the device displayed a ''do not use'' icon. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. The nature of this report suggests the ready for use icon was related to this noncritical spo2 event. Reports of this nature are not typically reported and do not meet our reportability guidelines. No trend is associated with reports of this type.